Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery system, the trocar of the device would not deploy. There was no harm to the patient, no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the capsule will be returned for investigation. The procedure was successfully repeated on the same day. The patient was under intravenous sedation during the procedure.